Event description:
It was reported during a ptca procedure, the guide wire caught on the balloon and was stretched. No pt injury was reported. This event is being filed based upon the findings of the investigational analysis of the product.